Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain indications. It was reported that the impedances were checked once the new stimulator was connected in the or. Several electrodes were shown to be either open or shorted. Asked the surgeon to check the leads to clean and reinsert, which he did. There were still several electrodes which showed open or short. Asked dr to switch the location of the leads, which he did. The same issues arose only in the opposite side. Dr moved the leads back to original slot on the battery. At this time several electrodes were shown to be short, but none were open. Cleaned and reinserted leads several times in the or. Unable to clear all of the short electrodes on the lead. It was decided that this was the best we were going to get. Post op, we were able to get total coverage of the patients area using the available electrodes.

Manufacturer narrative:
Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 01-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: d4 and d6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep stated states the doc pulled leads out of header 4 or so times to clean leads. Caller states they could not test the impedances before procedure for what tss presumes to be a depleted ins. Caller states he believes it is possible lead issue was present before the procedure. Caller states impedances showing low numbers on impedance check along with values in the 700s, 18000s. Caller tested intra-op and saw open electrodes. Caller added that today, the pt saw oor (settings not available). Caller noted that he had tried to program around questionable contacts.

Manufacturer narrative:
Continuation of d10: product ID: 39286-65, serial# (B)(6), implanted: (B)(6) 2015, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller stated patient has a long history of spine surgeries/fusions and at one time they had a revision or replacement in which patient had surgical lead placed retrograde. Caller stated ins was recently changed and since then, randomly, patient will hit oor with controller yet caller can program with tablet to where patient feels stim and gets coverage and system doesn't go into oor. Caller stated they've done several reprogramming's and surgeon has spoken with patient and advised that they can keep using stim as much as they can (as patient isn't a surgical candidate now) and if/when the system can't be used any further, they will further discuss options. Caller stated patient notified them last night that they are hitting oor on all programs and can't do anything else and wants everything removed; caller suggested turning stim off at this point. Patient mentioned that they called mdt yesterday and spoke with someone about these issues and mentioned they are having mood swings and depression. Caller indicated that patient noticed these symptoms started when their last ins stopped working. Caller stated whoever the patient spoke to indicated stim could cause changes in the brain if the system malfunctions.

Manufacturer narrative:
Continuation of d10: product ID 39286-65 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported they met with patient and she had reported oor over the weekend. After interrogating the battery, it is noted that some of the electrodes that were ¿short¿ during the initial programming were now fine and others were noted as ¿short. There are still several electrodes that are short, they were able to reprogram the stimulator in the office yesterday and get adequate coverage. See pe 704923103 for inability to connect to ins and recharging issues